Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported, that the device broke during the surgery. The surgeon did remove the broken part from the pt. Another device has been used to complete the surgery. No consequence reported for the pt.